Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and high pacing threshold. The physician believed that the rv lead undersensing contributed to the patient's heart failure. There was a plan to surgically abandon this lead. Additional information received from the field representative indicates that no revision was done but they only changed the sensitivity of this lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.